Event description:
It was reported that the user sought assistance after deploying an infusion set out of sequence and attempting insertion without removing the blue cap, which prevented proper insertion and connection of the infusion set to the pump; the agent provided stepwise coaching to correctly cock the inserter, remove the blue cap, insert the set, detach the handle, and perform a ¿fill tubing only¿ with zero units before connecting to the body and removing the old site. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of infusion set insertion and tubing fill with observed drops and restored therapy. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error related to infusion set deployment and connector attachment sequence, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with instructions.